Event description:
It was reported that the patient passed out and hit their head. The patient had a fast rhythm at the time, but therapy was aborted prior to being delivered as the appropriate rhythm returned. It was also indicated there was a prior episode where the same thing happened except the patient was not symptomatic. Reprogramming for the device was suggested and the device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.